Event description:
On (B)(6) 2014, it was reported that the patient¿s blood glucose on an unspecified date was 400 mg/dl with nausea and polydipsia. It was reported the pump had alarmed for a loss of prime once and the patient had primed 0.8 units of insulin while attached. It was determined by animas customer technical service that the cartridge was not being used per instructions for use. The reporter alleged the reported the loss of prime alarm contributed to the reported hyperglycemia. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s settings were not recently changed. There was no sudden change in force or temperature to the pump and completed prime sequences were performed after cartridge changes. This complaint is being reported because the alleged hyperglycemia was related to a cartridge use error. There was no indication of allegation of a device malfunction.

Manufacturer narrative:
The cartridge has been returned and was evaluated by product analysis on 01/15/2015 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A fill test was performed with no failures observed. A leak test was performed without failures; no leaks were observed from the cartridge including the luer connection and o-rings. The cartridge force readings were confirmed to be within specifications; no failures were noted related to the loss of prime complaint. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
A retained cartridge was evaluated by product analysis on 01/15/2015 with the following findings:a retain sample from the same lot number was tested. No failures were observed during the cartridge lot review. A visual inspection of the cartridge was performed. No damage or defects were noted. A fill test was performed with no failures observed; a leak test was performed with no leaks observed. The cartridge force readings were confirmed to be within specifications; no failures were noted related to the loss of prime complaint. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. Update to lot #.